Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - serial # updated from "na" to (B)(6) .

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified ostial right coronary artery. The 2.5x12mm xience skypoint stent delivery system (sds) was advanced; however, the sds was removed to add a guideliner. When the sds was removed the stent was noted to be dislodged and under fluoroscopy was noted to be in the guiding catheter. The stent then traveled to the descending aorta. The dislodged stent was able to be retrieved via snare. Another xience skypoint stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.